Event description:
Following a diagnostic procedure, the physician attempted to utilize an angio-seal device for hemostasis. As the physician was confirming placement, the device did not catch; he adjusted the sheath, felt he had confirmation, and deployed the device. Hemostasis was not achieved. Manual pressure was held for 15 mins with hemostasis. A 1cm hematoma was noted. Four hrs later the pt was found to have a cold foot; she was taken to surgery. Per the surgeon, the angio-seal artery thrombectomy with saphenous vein patch was performed. The pt was transferred to the recovery room in satisfactory condition. Follow-up on 1/27/1998 with the physician's office, indicated the pt was fine and she had no problems following surgery.